Manufacturer narrative:
E1: name: tandem country: united states of america street address: 11045 roselle street city: san diego state: california zip code: 92121 based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that adhesive patch and cannula housing was detached from spring prior to insertion on (B)(6) 2026 during adhesive backing removal. The patient replaced infusion set and resumed insulin successfully.